Event description:
Customer states that pt reportedly received result of 462 mg/dl on the inform system at 20:31, and 55 mg/dl on a lab value within 10 mins. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.